Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in 2009, alleging that her one touch ultra2 meter had a cracked display. She claimed that 2 weeks after the reported issue occurred, she developed headaches and blurred vision. The pt denied receiving any form of treatment and there were no blood glucose results reported. According to the troubleshooting performed by customer service, there was no indication of misuse. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly developed symptoms suggestive of a serious injury after the reported meter casing issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.